Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) low-voltage alarm occurred. After the failure, other machines were replaced. There was no harm to patient.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: d4. Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. After testing, it was found that there were problems with the safety disk and maintenance kit and they needed to be replaced. The quotation was provided to the hospital and waiting for repairs. Field service engineer (fse) stated that the hospital did not respond and no repairs were being carried out at this time. If additional information is received, a supplemental report will be submitted.